Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered multiple bursts of anti-tachycardia pacing (atp) and shocks due to supraventricular tachycardia (svt). Reprograming of the device was performed. This device remains in service. No further adverse patient effects were reported.